Event description:
Event description guidant received information that this patient, who was not pacemaker dependent, presented to a healthcare facility in june. At that time, the atrial and ventricular leads displayed an increase in threshold measurements, high impedance measurements, and the sensing measurements had decreased. The patient was taking amioderone medications and at that time was suspected to be the source of the lead measurements. Two months later, the patient was evaluated again. The lead measurements continued to display high impedance and loss of capture. Sensing was possible only when the device was programmed to the most sensative values, and the leads were undersensing. The source of these measurements was now suspected to be a result of clavicular crush or a poor lead-to-device connection.